Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances greater than 200 ohms. No inappropriate therapy has been reported. A revision procedure will be performed in the near future. No adverse patient effects were reported. This system remains in-service.

Event description:
Additional information was provided that this patient underwent non-invasive programmed stimulation (nips) and the impedances continued to be out of range. It was reported that the patient was to undergo a lead revision in the near future. The field representative has been contacted for additional information; however, no further details regarding a revision procedure are known at this time.

Manufacturer narrative:
(B)(4). Additional information is expected, this report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.